Event description:
Additional information was provided. It was reported that the patient was intubated and ventilated in the micu (medical intensive care unit) at the hospital, receiving continuous fentanyl infusion via the pump. At handoff, registered nurse noticed the volume of the bag was unchanged since beginning of shift. Upon inspection, it appeared that the bag was not spiked completely. During this time, the pump did not register that the medication was not being given appropriately and the pump also did not alarm or become "dry". There was no air in the tubing. The patient was not being delivered documented doses of medication from the pump which resulted in increased respirations by the patient and increased work of breathing. The pump alarms - "air in line" and "upstream occlusion" were disabled.

Manufacturer narrative:
H2) additional information: a2, a4, and a6 updated. B3 updated. B5 updated.

Manufacturer narrative:
H2) correction: h6: annex e updated to include e0716. H6: annex f updated to include f1001.

Manufacturer narrative:
Section d updated with additional information. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the nurse was able to prime the cadd solis pump and connect it to the patient, the pump appeared to be working properly, and the nurse walked away. However, when the nurse returned to the patient, they noticed that the hanging medication bag was still full, and that the patient was not receiving their treatment. The event occurred while in use with a patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.